Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s father called from the emergency room (ER) to report that the patient had a seizure. At the time his cgm read 101 mg/dl but the fingerstick reading was low at 60 mg/dl. They called 911 and the patient was taken to the ER. He was given glucagon (unconfirmed who administered it). In the ER, he was being treated with fluids via intravenous (IV) therapy. The patient was stable at the time of contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.